Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had been doing well but had been having "more problems" recently. The reporter stated that the patient was unable to adjust stimulation. It was determined that the device was off and the reporter stated that "it must have been off for at least two months." Stimulation was increased slightly and it was indicated that the patient was going to try that and evaluate if stimulation was controlling her symptoms. It was noted that patient education on the use of the patient programmer resolved the reported issue. Approximately 4 months after the last report, it was further reported that the patient's device was turned off and was "not working." The reporter indicated that a physician had turned the device off and the patient couldn't turn it back on. However, at the time of the report, the patient's device was turned back on to program 2 at 1.4v. It was noted that the patient was being hospitalized for "abdominal issues" (intestinal blockage) but it was unrelated to her device. Ten days after the previous report, it was reported that the patient's device turned off 2 months prior to the report and the patient had been wearing diapers. However, the reporter couldn't recall any accidents around that time frame. The reporter stated that the patient was seen by her healthcare provider (hcp) a week prior to the report and her device was turned back on with the patient programmer. The patient was informed that if she was still having "issues" with the implantable neurostimulator, an x-ray would be performed to check if the device had flipped. It was then indicated that the patient was unable to make adjustments both with or without the antenna attached. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v785933, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, product type: programmer. (B)(4).

Event description:
Additional information received reported that the device was removed because it was 'defective' and 'not working.' It was determined that there was a 'mechanical problem' with the device, 'causing it not to work for eight months.' The health care provider (hcp) reportedly told the patient that the lead wire had 'shifted or moved positions.' The wire and device were 'not talking to each other.' The patient had an x-ray and 'they found two signals and not four.' The patient thought that the lead wire and device were both replaced. The patient was in emergency surgery due to an abdominal blockage to remove 'adhesions' and she had 'laparoscopy.' The hcp made 'five little' incisions on the front and the patient had an incision in the back for her device. The patient asked for her device to be checked while in surgery and it was replaced.